Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and experienced ventricular tachycardia. The patient was defibrillated and return of spontaneous circulation was achieved. Additionally, while transporting the patient to the intensive care unit (ICU), access site bleeding was found. Hemostasis was achieved by withholding heparin, and sutures were replaced in the ICU.

Manufacturer narrative:
The investigation for the reported access site bleed and the ventricular tachycardia (vt) has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, hemostasis was achieved by withholding heparin and adding sutures as per the clinical description. Without additional clinical details, the root cause of the vt could not be determined. Added- h6 component code 925.